Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately, (B)(6) 2025, the patient¿s brother called an ambulance because the patient had been sleeping for 10 hours and she could not be woken up. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 40 mg/dl and the cgm was reading 70 mg/sl. It was not specified if ems provided the patient with any treatment for the bg meter reading of 40 mg/dl. The patient was transported to the emergency room. At the ER, around 1pm, the patient¿s bg meter reading was taken, but the value was not known. The patient¿s cgm value at this time was also not reported. The patient had an x-ray, ultrasound, and urine test done. The patient was eventually diagnosed with a severe urinary tract infection. She was also treated with 5-6 ivs with dextrose, 5 insulin injections per day, unspecified IV antibiotics, unspecified medication for her blood pressure, unspecified medication for her cholesterol, and IV ertapenem. The patient was discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.